Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-11772. It was reported that a rotawire tip fracture occurred and remained inside patient's body. The instent restenosed target lesion was located in the descending coronary artery. A 1.25mm rotalink¿ burr and 330cm rotawire¿ were selected for use. During procedure, it was noted that the tip of the rotawire broke upon removing the burr. The broken tip remained inside the patient's body. No further patient complications were reported and patient's status was stable.